Event description:
It was reported that the patient presented to the hospital for a scheduled generator changeout. During the procedure, it was found that the patient's right atrial (ra) lead was capped due to an unknown reason. The ra lead remained inactive in the patient's body. The patient was in stable condition.